Event description:
The customer contacted the siemens technical solutions center after obtaining discordant quality control (qc) results on a dimension vista 500 instrument. During a review of the instrument files, it was discovered that qc material had been dispensed into aliquot wells that already contained qc material. It was discovered that troponin qc had been dispensed into aliquot wells that contained other qc material, sometimes resulting within range. No patient samples were tested and no patient results were reported to the physician(s). There are no reports of adverse health consequences due to the qc material being dispensed into the same aliquot wells as other qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.